Event description:
It was reported that the following issue was observed on the device: "failed open barrel test and calibration twice." Additional notes provided by the facility¿s clinical engineering support services include: "the unit was failing its barrel clamp tests because the barrel clamp sensor was pulling away from the barrel clamp. It came in for the same reason last year. The last time this happened I just reseated the sensor back on the barrel clamp, but this time I have replaced the barrel clamp sensor with a new one. The unit also had a broken rear case and had both sides of the handle broken, so I replaced those parts with new ones.I recalibrated the unit and ran it through all of its pm tests with no other issues after those repairs." Reported problem cause description: "mechanical - electrical." There was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had failed open barrel test and calibration twice was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.